Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self-test but failed the sleep current test, problem isolated to the electronic assembly. Thus was utilized and downloaded trace/history files properly. No pump error 63 alarms during testing. Pump error 63 (variable 15) was present in the history download on event date of (B)(6) 2023 06:59:28.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found multiple: failed batt/battery failed alarm on (B)(6) 2023 06:59:31.000 to (B)(6) 2023 07:21:14.000. No unexpected battery alarms/alerts during testing. No delivery alarm on (B)(6) 2023 06:45:00.000 during basal delivery. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, or motor. Swapping out test boards confirms failed sleep current measurement, problem isolated to the electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damages to the retainer ring was noted during visual inspection. The following were noted during visual inspection: dented battery tube thread/retainer ring, scratched case, cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and stained serial number/faded end cap label damage. Pump passed all other required testing but failed the sleep current test, problem isolated to the electronic assembly. Unexpected battery power loss was confirmed due to high sleep current, problem isolated to the electronic assembly. Failed battery test was not observed. Failed battery test was not confirmed. Pump error 63 was confirmed due to hardware anomaly, problem isolated to the electronic assembly. Insulin flow blocked/no delivery alarm was not confirmed. Damages to the retainer ring was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 63, insulin flow blocked and battery had short life.  Troubleshooting was performed and the alarm was cleared successfully but the rewind could not be completed. No harm requiring medical intervention was reported.  The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.